Event description:
It was reported that the table allegedly moved on its own. There was no report of patient involvement and thus there was no injury patient or delay in procedure.

Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movement functions were conducted. After performing all tests, the technician was unable to replicate the complaint.